Event description:
Physician reported the removal and replacement of the lens ue to pt's complaints of glare, poor distance vision and dizziness. Glare is identified as a product risk in the producr labeling. No add'l info available.